Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the ladder filter on collimator was struck and freeing the ladder filter resolved the issue. Collimator was initializing normally. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when booting up the system a "error initializing collimator" error was displayed. Rebooting the system multiple times did not resolve the issue. Issue was found prior to surgery and the representative stated that the site will c-arm. There was no patient present at the time of the issue.